Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unspecified history setting issue. No further information was available. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided, a follow up report will be made. This complaint is being reported reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: device evaluation: the battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. The pump¿s bolus calculation feature was found to be functioning properly. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction. (B)(4).